Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing. Programming interventions were made. The patient was stable.